Manufacturer narrative:
The user facility provided information on how they were connecting the cables to the monitor when unable to get an image. A representative visited the site and evaluated the device at the facility. During the evaluation, the monitor was plugged in and in working conditions. The device remains at the facility. No additional information was provided regarding the event.

Event description:
The user facility reported that during setting up of the new monitor, no image was displayed. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. The root cause could not be identified. Probable causes include: the video processing substrate of the monitor could have been damaged. Occurrence due to effects other than equipment such as set up or connection. Additional information was obtained from the user facility. The issue occurred at the end of the day while the device was being set up/installed. It was confirmed that the sdi image did not appear. The facility did not use a conversion cable and confirmed that nothing is wrong with the monitor.